Event description:
It was reported that following successful stent deployment the pt experienced ischemia and pain. The stent was deployed across a major side branch, which is contraindicated. The lesion was restenotic, which is not an indicated use. The stent delivery system could not be removed over the guide wire and both were removed as a unit. Both vessels were wired and the struts of the stent that jailed the side branch were ballooned. The pt was still experiencing chest pain despite the intervention and administration of "ic nitroglycerin". Reopro was given and the case ended. The pt remained unstable and was to be evaluated for possible surgery on the following day. Reportedly, the procedure was lengthened by forty minutes due to the need to remove the equipment as a unit.